Manufacturer narrative:
A review of manufacturing and inspection record was conducted, and the product was found to have met the specification prior to shipment. Investigation summary: the stent graft delivery system was returned for evaluation. Based on sample evaluation, it could be confirmed that the stent graft could not be deployed completely, only one millimeter of the stent protruded graft from the tip. The condition of the delivery system indicated that increased friction forces occurred during the attempt to deploy the stent. Based on the information available a definite root cause for the reported event could not be determined. Labeling review: in reviewing the relevant labeling, it was found that the instructions for use instruction for use sufficiently address the potential risks. Regarding preparation of the device the instruction for use states that 'prior to loading the vascular system over a guide wire, both ports must be flushed with sterile saline (...). Flushing these lumens will also facilitate stent graft deployment.' Regarding the anatomy of the placement site the instruction for use states: 'prior to stent graft deployment (...), ensure that the proximal stent graft end is positioned in a straight section of the lumen to reduce the risk of increased deployment forces and possible failure to deploy.' Regarding accessories the instruction for use states: 'a super stiff guide wire (0.035 in.) Is advanced from a femoral artery puncture site. Use an introducer sheath for the implant procedure'; the packaging pictograms indicate an introducer size of 8f and a 0.035" guidewire. The catalog number identified has not been cleared in the us, but is similar to the fluency plus endovascular stent graft that are cleared in the us. The pro code and 510k number for the fluency plus endovascular stent graft is identified. Expiry date: 03/2023.

Event description:
It was reported that during the stent placement procedure, the device allegedly failed to deploy. It was reported that the device was flushed and used according to the protocol. The device was removed, and the procedure was completed using another device. There was no reported patient injury.